Event description:
Upon changing the collimators for the adac forte gamma camera the bottom tray was pulled out to put on the mcd collimator. The left hand corner fell and then the rest of the collimator followed, ending up on the camera head. There was no pt on the table and no employee was injured.